Manufacturer narrative:
(B)(4). UDI: number unavailable as complainant did not report a lot number. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab would not fully unwrap after inserted". The report further states, "after the balloon was inserted and therapy initiated, they got a possible helium loss 3 alarm. They also noted that the top of the balloon was not fully inflating. Tried to do a manual inflation and deflation of the balloon. The balloon still would not fully inflate to the top. Recommended that the balloon be removed and replaced. They chose a 40 cc balloon for the second insertion". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2024-00573.

Manufacturer narrative:
(B)(4). The actual device was not returned for investigation; however, the customer provided photos for evaluation. The first photo shows the ac3 iabp display screen with abnormal balloon pressure waveform, which is consistent with incomplete iabc bladder inflation. The second photo shows a fluoroscopic image of iabc bladder/patient, where the iabc bladder was noted not fully inflated near the iabc distal tip, which is consistent with the reported event. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "would not fully unwrap after inserted" is confirmed based on the customer provided photos with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete bladder inflation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab would not fully unwrap after inserted". The report further states, "after the balloon was inserted and therapy initiated, they got a possible helium loss 3 alarm. They also noted that the top of the balloon was not fully inflating. Tried to do a manual inflation and deflation of the balloon. The balloon still would not fully inflate to the top. Recommended that the balloon be removed and replaced. They chose a 40 cc balloon for the second insertion". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2024-00573.